Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose reading of "high" on the pump (over 33 mmol/l). The patient stated that after swimming with the pump yesterday, the pump was alarming replace battery repeatedly without resolution when battery was replaced. The patient reported going off the pump at 9:00 or 10:00 pm on (B)(6) 2012; the patient reported that no insulin was taken since coming off the pump. The patient stated that she had an insulin pen and insulin but was not aware of how to deliver insulin without the pump. The patient reported that she was to be transported to the hospital for treatment of the high blood glucose levels. Troubleshooting was unable to be completed during the call. Animas made multiple attempts to follow up with the patient but were unsuccessful. This report is made based on the allegation that the patient experienced hyperglycemia related to recurring pump alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 08/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2012 with the following findings: the pump powers on appropriately with functional vibratory and auditory alarms. All keypad buttons were found to be responding appropriately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no 'replace battery' alarms occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. During investigation, intermittent 'loss of prime' warnings were observed in the black box and duplicated during testing. The pump cover was removed to investigate, revealing internal moisture damage on the force sensor housing and pins. Recurring loss of primes is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The patient contacted animas on (B)(6) 2012 reporting that her blood glucose levels elevated to 27.9 mmol/l and the patient was given an insulin injection while in the hospital. The reporter stated that after removing the battery for getting a replace battery alarm, moisture was found in the battery compartment. The patient reported resuming insulin pump therapy using a demo pump from a diabetes clinic.